Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal was worn. Service history identified that the previous service, dated august of 2023, replaced the dso seal, which is related to the current complaint. Functional testing confirmed the customer's reported issue. The dso seal was replaced, along with the uso seal.

Event description:
It was reported that there was downstream occlusion seal degradation. There was no patient involvement.